Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump to charge. Customer's blood glucose level was not impacted. Reportedly, the pump started to charge after allowing the pump to charge for 30 minutes.